Manufacturer narrative:
Block h6 device code a040609 is being used to capture the reportable event of needle shaft bent.

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during a procedure on (B)(6) 2025. During the procedure, the physician observed that the needle shaft was bent and not aligned. The procedure was completed with a new overstitch device. There was no patient complications reported as a result of this event.